Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose levels. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.